Event description:
The customer reported that two aa4204vf silicone single piece lenses were torn by the injector as the surgery tech attempted to prime the lens through the injection system. There was no patient contact. The reporter stated they reuse the injector less than recommend in the dfu, sufficient viscoelastic was used and the lens was loaded by an experienced tech. A new injector was used and the third lens was successfully implanted. The customer concluded the event was due to a defective injector. See MFR report #2023826-2014-004687 for other event.

Manufacturer narrative:
Implant, explant dates: n/a. (B)(4). The injector was not returned, however, the lens was received and evaluated. A piece of the haptic was torn off and missing and there was a dark surgical residue on the lens. Conclusion: (unable to confirm): based on the complaint history and the evaluation of the returned product, we were unable to confirm this complaint. (B)(4).